Manufacturer narrative:
The cause for the (B)(6) results that were confirmed with (B)(4) confirmatory testing is unknown. The customer will perform (B)(6) testing on one advia centaur system, and (B)(6) samples are tested with (B)(4) confirmatory on another advia centaur system. To save time, the customer schedules (B)(6) confirmatory testing on the neat (undiluted), 1:50 dilution, and 1:2500 dilution samples at the same time. Siemens has recommended to the customer to calibrate both assays at the same time, to run (B)(6) samples with (B)(4) confirmatory testing on the same advia centaur system, and to follow the (B)(4) confirmatory testing algorithm. No conclusion can be drawn. Siemens has requested the patient sample for investigation. The (B)(4) confirmatory instruction for use (IFU) under the interpretation of results section states the following: "the system reports advia centaur (B)(4) confirmatory results as invalid, redilute, not confirmed, or confirmed: samples are reported as invalid if the sample run with reagent b is below the cutoff value of the advia centaur (B)(4) confirmatory assay. The assay is invalid and should be repeated. If the interpretation is invalid after repeat testing, it means a valid result cannot be obtained with this sample and a new sample should be obtained. Samples reported as redilute require further dilution for confirmation. Samples reported as not confirmed are (B)(6). Samples reported as confirmed are (B)(6)." "For diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that current methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result or invalid confirmatory result does not exclude the possibility of exposure to or infection with (B)(6)." The (B)(4) instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.

Event description:
A (B)(6) result was obtained on a patient sample and confirmed with advia centaur (B)(4) confirmatory testing. The sample was sent to an alternate reference laboratory and the (B)(6) result was (B)(6). The customer thawed the patient sample, respun the sample, and the repeat advia centaur xp (B)(6) result was (B)(6), and confirmed. The customer recalibrated the advia centaur xp (B)(4) confirmatory assays, performed repeat testing on two of the patient samples on the same advia centaur xp system. The (B)(6) results were (B)(6), and the (B)(6) confirmatory results were invalid. There was no known report of patient treatment being prescribed or altered and no report of adverse health consequences due to the confirmed advia centaur xp (B)(6) confirmatory result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00084 on 05/17/2016 for a (B)(6) advia centaur xp hbsag patient result that was confirmed with (B)(6) confirmatory testing. Additional information 06/16/2016: siemens tested the two samples from the same patient that were returned for further investigation. The advia centaur hbsag results were (B)(6) for both tested samples, and confirmed with advia centaur hbsag confirmatory testing. The patient samples were treated with a scantabodies heterophilic blocking tube (hbt). The (B)(6) result was (B)(6) for the test sample scant1, and (B)(6) for the test sample scant2. The (B)(6) result for the test sample scan1 is indicative of a heterophilic interferent. (B)(6) test results: reagent lot 063187, (B)(6). (B)(6). The instruction for use (IFU) for the advia centaur xp hbsag assay under the limitation section states the following: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The instruction for use (IFU) for the advia centaur xp hbsag confirmatory assay under the interpretation of results section states the following:"heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. Samples containing heterophilic antibodies should not neutralize using the advia centaur hbsag confirmatory assay." The instrument is performing within specifications. No further investigation is required.